Event description:
The hcp reported the patient had "no baclofen benefit for 2 years". The pump was explanted, and replaced due to normal end of life after an implant duration of 83 months. The hcp also reported the "pump came apart". A follow up report will be sent when additional information is received.

Manufacturer narrative:
H6- device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.